Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion. Service evaluation verified the upstream occlusion. The cause was identified to be an out of specification range reading upstream ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed upstream occlusion. No additional information is available.

Manufacturer narrative:
Additional information h10: the device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion. Service evaluation verified the upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of specification range reading upstream ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.